Event description:
Customer reported that a pt with history of anti-e did not react with vss155 in manual gel. Testing was also performed with an extended incubation and no reactivity was observed. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.